Manufacturer narrative:
Device investigation narrative - one 72200752 twinfix ti 3.5mm suture anchor with two 38" ultrabraid sutures (#2) returned. The complaint indicated that during an elbow joint surgery, while implanting the anchor, the anchor was broken then removed. This device is two years old. All pieces are present; device, anchor, ultrabraid blue/white and white sutures. There is evidence of attempted use via surgical matter attached. This device is good condition with the exception of the anchor. The titanium anchor is complete but has a visual curve at the distal end. The tip is curved from force. IFU says: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿ and ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation¿. No complaint root cause associated with the manufacture of this device could be supported. No further investigation required. (B)(4).

Event description:
It was reported that during implantation the suture anchor broke. All pieces of the anchor were removed and a backup device was available to complete the procedure. There was a reported delay of 10 minutes with no patient impact.